Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivered during preventive maintenance testing. The device was tested at 40ml/hr for a volume to be infused of 20ml but the device delivered 18ml or under each time. The problem happened during testing ainthe biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. The device was tested at rates of 20ml/hr and 40ml/hr with accuracy results of -0.905% and -0.025% which are within 5% specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.